Event description:
On 09/06/2025 the reporter stated that the user woke up with the ilet beeping on the charger and found the touchscreen unresponsive. The user experienced hyperglycemia with blood glucose (bg) of 375 mg/dl, which decreased to 354 mg/dl while troubleshooting. No long-term effects were reported. A replacement device was sent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.